Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire became stuck within the left ventricular lead lumen. The lead was not implanted and a new lead was placed. No patient symptoms were reported.